Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning while on drain 2 of 4. The patient canceled treatment and found a fluid leak coming from the patient line. Upon follow up, the patient stated the following day she went to the clinic and notified her nurse about the fluid leak while in treatment. The pd nurse prescribed antibiotics as a prophylactic. The patient stated she did not experience any adverse events as a result of this incident.

Manufacturer narrative:
A follow up MDR was created due to the sample being returned at a later date. Additional information: device available for evaluation? Corrected data: device evaluated by MFR?, evaluation codes. (B)(4). The actual device was returned to the manufacturer for an evaluation and the complaint is confirmed. During a visual inspection of the tubing set it was found that the patient line was damaged. The line had holes and other damage in multiple locations. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.